Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform any tests due to motor error alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and low blood glucose event. The customer¿s blood glucose level was 54 mg/dl at the time of the incident and treated with food. Customer's blood glucose reading was 128 mg/dl at the time of call. Unable to troubleshoot for low blood glucose due to motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis. Frn-reservoir.